Event description:
It was reported by the affiliate that during a laparoscopic right hemicolectomy procedure, the device fired and the staples were partially formed but the knife did not cut through the tissue. No patient consequences reported. Procedure was completed with same like device. One device will be returning. (B)(4).

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1. What color cartridge was being used? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not reported. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? None reported. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Closing handle had to be pushed forward was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? No. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. No shortcut-absent cut was noted during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.